Event description:
The customer reported that the avalon fm20 fetal monitor does not emit any sound. It is unknown if the device was in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.

Event description:
The customer reported that the avalon fm20 fetal monitor does not emit any sound. It is unknown if the device was in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.